Event description:
During deployment of a microplex 20-mm x 50 cm embolization coil, the coil detached. Approx 20-cm was in the aneurysm and 30-cm was in the microcatheter. The physician used a 20-cc syringe and 10-cc saline to aspirate the coil from the micro-catheter. There were no pt issues.

Manufacturer narrative:
Device was evaluated. The coil itself was not returned. No issues were identified with the delivery device. Issue possibly due to excessive deployment force by user. However, this could not be confirmed based on information received.